Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant products:unknown knee tibial insert, unknown knee femoral.

Event description:
Patient communication received. Called (B)(6) on (B)(6) 2018 at 4:09 pm est verified his complaint. Patient said he had bilateral attune knee replacement. The left knee was implanted on (B)(6) 2014 and the right knee was implanted on (B)(6) 2013, both were not revised as of this time. Currently patient is experiencing worsening pain both knees and difficulty walking on stairs. Informed patient about the authorization and agreed to send it through email at (B)(4). Doi: (B)(6) 2013 ; dor: not revised (right knee). Please see (B)(4) for the left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Event description:
On (B)(6) 2019, the patient had a revision right total knee arthroplasty to address pain and loosening. The right femoral component was noted to be grossly loose with no interface provided. The surgeon reported loosening of the tibial tray at the cement/implant interface. The patella was noted to be well-fixed. The patient¿s bone quality was noted to be poor. The surgeon observed extensive bone loss on the femoral side and severe synovitis. Competitor components were implanted during this procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 04-may-2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update (B)(6)2020: the investigation was re-opened upon the receipt of additional information. The new information does not affect the existing investigation. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.